Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her husband had blood glucose was high and was hospitalized on (B)(6) 2017. Patient's blood glucose at time of incident was 589 to 625mg/dl. Patient's current blood glucose was 600mg/dl. The customer treated it with bolus. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Customer stated the drive support cap appears normal (slightly indented). The pump passed high pressure test. The insulin pump will not be returned for analysis.